Event description:
Vns pt underwent vns therapy system replacement surgery due to a lead failure. The reporter indicated that the pt had their pulse generator replaced approx 9 months prior to this event; however, it had not been functioning. It is unclear if diagnostic testing was done. The information received indicates that a test was done prior to the replacement surgery. The test resulted in a dc dc code of 3, which if it were a lead test, indicates that the device was delivering therapy. The pt had reported that they were experiencing "shock-like" sensations associated with the vns stimulation. The vns setting were decreased due to the sensations, and this reportedly led to an increase in seizure frequency. It was reported that the physician believed that there was a current leakage from the leads. A chest x-ray was done and was found to be unremarkable. The surgeon reported that during the surgery, the generator appeared intact with no malfunction, and therefore, the lead was deemed to be the problem. The pt is reportedly doing well following the replacement surgery.